Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an open reduction internal fixation (orif) surgery for distal medial humeral fracture was performed with variable angle locking compression plate (lcp) humerus plate. During the procedure, the surgeon drilled the distal area with the drill bit, but the surgeon could not penetrate to the contralateral cortical bone. Another drill bit was used, but it failed again. After passing a kirschner wire through the contralateral bone, the surgeon drilled again using the drill bit successfully. The surgeon commented that it was due to the dullness of the drill bits even after consideration of the patient¿s good bone quality. The surgery was delayed less than 30 minutes. There was no adverse consequence to the patient. This report is for one (1) 2.0mm drill bit with depth mark. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 323.062, lot: l751628. Manufacturing location: bettlach, release to warehouse date: feb 12, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. No non conformance reports were generated during the production of the lot in question. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The visual inspection shows traces of use at the tip and shaft. In addition, the cutting edges are rounded and partially broken out. During the manufacturing process there is no functional test defined for this product. Therefore, this section is covered through the dimensional inspection. The shaft diameter 2.0 mm, was measured as per the relevant drawing. Dimension: 2.0, 0/-0.03 mm, measured dimension: 1.98 mm, caliper: 3-01-20766, conclusion: the measuring result does show conformity. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The drill bit shows cutting edges which are rounded and partially broken out. Additionally traces of use are visible. It can be assumed that a mechanical overloading situation has caused the dullness of the drill bit. We conclude that the cause of failure is not due to any manufacturing non-conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.